Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer and was evaluated by the quality engineering team. Visual analysis found the device was not returned with its appropriate label but was identified to be a trivantage emg tube item #8229737 for a multipack. The print on the tube read a 7.0mm tube. Functional and material testing confirmed a leak in the cuff; however, the device was analyzed under magnification and a puncture was observed in the material and it was determined that a sharp object had punctured the material, likely during use. Although there was no material defect identified with the device, the reported complaint was confirmed for a leak in the cuff as a result of a puncture. The source of puncture could not be confirmed; therefore, the root cause could not be determined.

Event description:
It was reported that during a parathyroidectomy the anesthesiologist was unable to keep the cuff inflated. It was noted that there was a leak and the emg tube was removed and replaced with another emg tube. There was no patient injury reported. The surgeon tested the tube and identified a hole in the cuff.